Event description:
On (B)(6) 2022 it was reported by a sales representative via sems that an ar-6420bc bone cutter produced metal shavings during a hip arthroscopy.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.